Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 7037373.

Event description:
It was reported that the patient was not getting an adequate pain relief despite several reprogramming done. It was noted that the stimulation caused more pain. It was also noted that the patient had a difficulty charging the ipg. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were discarded by the medical facility.